Manufacturer narrative:
Complaint confirmed. One unpackaged ar-3638-1 was received for investigation. Visual evaluation found no issues with the inserter. Visual evaluation of the returned suture found that the suture system was broken; the suture was broken and frayed. The most likely cause can be attributed to use error, as the broken suture can be caused by pulling or adjusting the strands along a sharp or rough edge. According to dfu-0054 at revision 0. Section g. Precautions. 5. Insert the anchor with the same orientation as that of the prepared drilled bone hole to avoid damage to the anchor or inserter. 6. Suturetak and fibertak suture anchors only: anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth. Per soft anchor surgical technique. A slow, steady pull is recommended to allow the anchor to properly deploy. A fast, aggressive pull could lead to improperly setting the anchor.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an mpfl reconstruction surgery the implant broke while tightening the loop. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update 29-aug-2023 nroe: further information was provided and revealed that the suture broke. The broken pieces were retrieved from patient.